Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had unexpected restart. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm as well as able to complete the insulin pump rewind. The customer reported that the alarm recurred every time she changed to a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed a21 error test and displacement test. No unexpected a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).